Manufacturer narrative:
The ge service rep conducted an on site investigation. The reported problem could not be duplicated. The software was reloaded and the power supply was adjusted. The system was tested and operates as intended.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.